Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the lead was replaced on (B)(6) 2016 and the patient recovered without sequelae.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va00a5s, implanted: (B)(6) 2012, product type: lead.

Event description:
(B)(4): information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a broken lead wire and would have it replaced. A manufacturing representative (rep) was the one who determined the lead was broken. No symptoms reported. This occurred in (B)(6) 2016. The rep later reported that he interrogated the battery and performed a lead impedance test. All lead combinations showed high impedance. This was in (B)(6) 2016. The rep told the patient that potentially the lead wire was damaged. It was noted that the patient was in a car accident sometime in january and had some trauma to the lower back. The rep told that the patient that that could be a reason why the patient was now having issues with the lead wire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.